Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that since last week, the patient's recharger did not seem to be working. The patient was able to charge their implants to 50% on both their right and left side but then started getting heat from the charging cable and thought there might be a short. Old age potentially contributed to the cable fraying over time. A replacement recharger resolved the issue.